Event description:
"It was noticed at the end of the operation that part of the rubber from inside the 5mm port top missing." "During a laparoscopic hernia repair, it was noticed that when we removed the 2 x 5mm port, that a piece of rubber was missing from the inside the port. We cannot be sure that the rubber had not been left in the pt. Consultant informed. Port tops have been kept and are with the risk management department.

Manufacturer narrative:
In the absence of this subject device, it is not possible to determine the cause and failure mode. We will provide additional information if the product becomes available for evaluation.